Manufacturer narrative:
This report is for an unknown insertion instruments: connecting/coupling screw: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during a procedure with proximal interlock screws for a tibial nail, the aiming arm and insertion handle, when installed correctly to the nail, did not line up with the sleeves. This misalignment did not allow the appropriate drill bit to pass through the nail after it was inserted into the body. It was mentioned that the parts might be wearing out. The procedure was successfully completed by slightly flexing the device. There was a 1 minute surgical delay reported. There was no patient consequence. Concomitant devices reported: standard insertion handle (part number 03.010.045, lot 1620767, quantity 1), aiming arm for ti cannulated tibial nails-ex (part number 03.010.052, lot 1571029, quantity 1), nails: tibial (part number unknown, lot unknown, quantity 1), guides/sleeves/aiming: sleeve (part number unknown, lot unknown, quantity 1), drill bits: trauma (part number unknown, lot unknown, quantity 1). This report involves 1 insertion instruments: connecting/coupling screw: trauma. This is report 6 of 6 for (B)(4).